Event description:
The pt had an inferior vena cava (ivc) filter placed two years ago. This month, the pt underwent an ivc gram and infrarenal ivc filter removal as the device was no longer needed. Prior to its removal,the filter had fractured but most of the filter was able to be removed as planned. However, there is a retained limb of the ivc filter with its distal end embedded in a bony spur. This is arising from the anterior aspect of the lumbar four (l4) vertebral body. It appears that a limb of the device fractured at some point after it was initially placed two years ago, lodging in a bony spur.